Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint. No physical damage or corrosion to the battery cap was noted.